Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event where five infusion sets fell off on 21-jun-2024 during use. Infusion sets were used for couple of hours. Patient replaced infusion set and resumed insulin successfully. No further information was available.